Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 65-77 mg/dl and a snack was consumed to address the low bg level. Tandem technical support had the customer review the personal profile settings and the evening setting was found to be different from the others. The contact indicated that the personal profile settings were in the process of being "figured out" and the healthcare professional had been contacted to review the settings.